Event description:
A malfunction on the pump was reported by the caller, but no notable events had occurred prior to this, and the pump displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level reported. Support resolved the issue by sending a replacement pump. The customer was instructed on how to return the faulty pump and acknowledged the necessary steps to follow upon receiving the replacement. The customer continued to use current pump for insulin therapy.